Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).

Event description:
It was reported there was an inflammatory mass/granuloma at the catheter tip. A revision was done in which the catheter was pulled down 3 centimeters. The drug delivered by the system was unknown at the time of the report. The pump was filled with saline and chronic pain returned. The patient experienced pain at the catheter track. The patient status at the time of the report was ¿alive- no injury.¿

Event description:
Additional information received reported that the drug and concentration being delivered were unknown as saline was in the pump whe n the manufacturer's representative interrogated it. No further troubleshooting actions were reportedly taken, the cause of the granuloma was not determined, and the resolution of the issue was unknown.